Manufacturer narrative:
(B)(4). The customer declined to return the set because it contained chemo. The customer complaint of chemo leaked from ports below the pump could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported chemo (methotrexate) leaked from al the ports below the pump module at the start of the infusion. The chemo spilled on the floor and not on the pt. Customer declined to return set for eval because of the chemo medication in the line. There was no pt or staff harm reported and no medical intervention was required. Although requested, no add'l event info provided by the user.